Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitraclip device is filed under a separate manufacturing report number.

Event description:
This report is being filed since a leak was noted during clip delivery system (cds 80214u109) preparation. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4. The patient presented with an excessive flail of the posterior leaflet and poor leaflet coaptation. During clip delivery system (cds 80214u109) preparation, a delivery catheter (dc) handle leak was observed. The stopcock connections were assessed; however, the leak continued from the dc handle. There was no patient involvement and another device was used in replacement. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. There were no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event and review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.